Event description:
The customer reported that the system had an intermittent loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.